Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric bypass roux-n-y, while stapling the mesentery, the stapler was able to fire but the staple line was bleeding. The clip applier was pulled and the bleeding staple line was clipped.